Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that he changed out the cassette but reused the same bags during alarm trouble shooting. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center regarding the homechoice (hc) displaying connect bags, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) asked the home patient (hp) if the bags were connected and the hp stated yes. The tsr had the hp press go and the hc advanced to priming. The hc began priming and then alarmed system error 2098. The hp stated they had a reload the set 201 alarm several times, so he put in a new cassette without changing the bags. The tsr advised the hp they would need to end the setup and start over with all new supplies, cassette and bags. The tsr assisted the hp to end the setup. The hp would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.